Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump froze. The customer reported that the insulin pump alarmed button error after battery change. The customer's most recent blood glucose was 230 mg/dl at the time of call. The customer stated that the time did not advance during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. No frozen screen was noted during testing and the time clock advanced properly. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.